Event description:
Event description cpi received information that this patient's entire lead system was abandoned and capped due to high shocking and pacing impedances. A new cpi system was implanted.